Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. No number ramping anomaly was noted on the display.

Event description:
It was reported that the insulin pump alarmed button error and was not giving insulin for a few hours. This caused the customer's blood glucose readings to go up 400 mg/dl to 500 mg/dl and was treated with a manual injection. It was also reported that the customer attempted to bolus and the numbers were ramping. No further information reported.